Manufacturer narrative:
(B)(4).

Event description:
It was reported that no sensing and no capture threshold was noted. During lead revision, helix rotation difficulties occurred and the lead was explanted and replaced. The patient's condition is stable.